Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The reported "door not fully latched alarms" were reproduced and confirmed during eval. The eval found that excessive force was required to secure the door due to the upstream sensor not being seated properly in the front panel. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump's door would not latch properly and was displaying "door not fully latched" alarms. It was also reported that "no medical intervention was needed, no medication was infused. No pt harm. The machine was switched out and taken out of service."